Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: no visible damage to the millar sensor or connector. Catheter received with drainage tube, tape, and sutures. Icp express reading passed with 508. The device passed electronic, noise, and signal drift tests, linearity/hysteresis tests, and signal drift tests. The supplier was unable to confirm the complaint. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A DHR review, trending, and risk assessment were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported cerebral spinal fluid leaking from a catheter. The codman microsensor ventricular kit was implanted in a patient on (B)(6) 2021. After the procedure, the connecting part between the adaptor and the catheter could not be screwed tightly and was leaking a ¿moderate amount¿ of cerebral spinal fluid. The catheter was explanted on (B)(6) 2021. The catheter was not replaced. The patient was stable at the time of the event reporting.